Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the toggle would not go down to connect suture. The device continued to drop stitches. The black release button would not work. No other information provided.

Manufacturer narrative:
(B)(4). Additional information: describe event or problem.

Event description:
Per additional information received, the procedure was a roux-en-y. The current patient status is okay. The issue was corrected by using another device.